Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-8336-70 serial: (B)(4). Batch: 7048022.

Event description:
It was reported that the patient underwent an explant procedure because her body rejected the device. The patient was doing well postoperatively, and the explanted devices were not returned.